Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The adhesive of the pod was not sticking well. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the customer was able to successfully remove the pod and apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. The adhesive pad was not returned with the device. No damages or deficiencies to the adhesive pad welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.